Event description:
It was reported that the patient developed an infection with fever and wound pain. The patient was placed on oral antibiotics and the implantable cardiac defibrillator (ICD) and three leads remain in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935m62, implantable tachy lead, (B)(6) 2013. A 459888, implantable pacing lead, (B)(6) 2013. A 2088tc, competitor implantable pacing lead, (B)(6) 2013. (B)(4).